Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer received this alarm is generated when a power failure is detected. No harm requiring medical intervention was reported. Troubleshooting was performed and customer stated that pump screen turned off customer was unable clear the alarm also. It was unknown if the customer had continued to use the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
The customer alleged for pump error 24 alarm and blank display. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay during the visual inspection. Thump software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing; however, in the pump history found: low battery alarms on 12/11/2022 at 17:55:00.000 power loss alarm on 12/20/2022 at 15:40:44.000 the power management graph confirmed and in the pump history on 12/20/2022 at 14:54:00.000, pump error 24 alarm was triggered when the mtr_vcc voltage was less than 2.9v for 3 consecutive minutes. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba2, force sensor, motor and vibrator assembly noted. However, found moisture damage on the j7/pcba 1, inside the battery tube and 40 pin flexible printed circuit/lcd. Pump error 24 alarm confirmed in the pump history, problem isolated to the electronic assembly. Blank display not confirmed. Moisture damage confirmed on j7/pcba 1, inside the battery tube and 40 pin flexible printed circuit/lcd. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.